Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported that the vitrector did not cut during a vitrectomy procedure. It is not known if the vitrector was aspirating. The case was completed by replacing the vitrector with a new one. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record (DHR) review was conducted. No anomalies were found during the DHR review. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there was one other complaint for the reported issue. One sample was returned for evaluation. The sample was visually inspected and the needle was found to be bent approximately 45 degrees. Aspiration testing was performed and found to be conforming. Actuation testing was performed and found to be nonconforming. Cut testing could not be performed due to no cutter movement. The probe was disassembled and the components inspected. There was significant resistance felt while removing the inner cutter from the bent needle. There is approximately 15 minutes of wear on the inner cutter when compared to wear visual standards. The inner cutter is severely bent. The probe was retested for actuation without a needle and there was movement of the inner cutter. This confirms the engine assembly is properly functioning and that the bent needle is the cause of the initial test failure. The complaint evaluation confirms the probe failed to cut. The root cause for the probe not cutting was due to the bent needle condition. How or when the needle became bent cannot be determined. It appears the mostly likely reason for the failure was from the needle becoming bent from handling during the probe use. A bent needle will cause interference between the inner cutter and outer needle and the probe will stop working. The probe would not have been shipped in the condition received back for evaluation as the needle would not be able to fit into its protective cap. Because the exact root cause for the bent needle is unknown, specific action with regards to this complaint cannot be taken. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. A bent needle would be detected during this testing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).